Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a surgical technician pulled out the variable angle locking screw to be implanted and handed it to the surgeon during an unknown procedure. The surgeon noticed that the va locking screw was bent before implanting it into the patient. The screw was replaced with an unbent screw and the procedure continued. Patient and procedure outcome are unknown. This report is for one (1) 2.7mm va lckng screw slf-tpng with t8 stardrive recess 48mm. This is report 1 of 1 for (B)(4).